Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a mobile power unit (mpu) was issued to a patient that was not delivering power that did not resolve with troubleshooting. The mpu would be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) (serial number: (B)(6)) not delivering power was not confirmed as no log files were submitted for review and the mpu was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed for the mobile power unit (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, power cable disconnect, and no external power alarms. This section also provides the actions to take if the alarms do not resolve. Heartmate 3 IFU, section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also cautions to plug the mobile power unit into a properly tested alternating current (ac) electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 patient handbook,section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU), section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The section, entitled, ¿safety checklists¿ provides the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist system, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.